Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle some needles were labeled wrong. There was no report of patient impact. The following information was provided by the initial reporter: stated, some needles are shorter than 12.7.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9168996. All inspections were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle some needles were labeled wrong. There was no report of patient impact. The following information was provided by the initial reporter: stated, some needles are shorter than 12.7